Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6944-65 lead, and d154vwc ICD, implanted on: (B)(6) 2007 other devices involved in this event: brand name: heartware ventricular assist system-battery: battery / (B)(4) /model #: 1650de / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 06/30/2017, labeled for single use: no. Other devices involved in this event: brand name: expiration date: 01/31/2017, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 01/31/2016, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited critical battery alarms at greater than ten percent (10%) capacity and intermittent power disconnects. Two batteries were exchanged and one remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that after routine log file review, one batterywas indicated to have had a communication error.

Manufacturer narrative:
Corrected: b3, b5, g4 initial aware date (B)(6) 2018, h10 product event summary, h10 additional products product event summary: three (3) batteries (bat584156, bat556429, bat312074) were not returned for evaluation. Log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed multiple critical battery alarms due to communication errors involving bat584156 and bat556429 as well as multiple critical battery alarms due to the batteries depleting below 10% relative state of charge (rsoc) involving bat556429 and bat312074. Analysis of the data log files revealed multiple momentary disconnections involving bat584156 and bat556429 within the analyzed period. Additionally, data log files revealed multiple instances involving bat584156 and bat556429 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries and/or the patient allowing the battery to deplete below 10%. The most likely root cause of the reported intermittent power disconnects event can be a ttributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: battery bat556429 h6: FDA conclusion code(s): 19 battery bat312074 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were not returned for evaluation. Log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm files revealed multiple critical battery alarms due to communication errors involving (B)(4). Additionally, one critical battery alarm was recorded involving (B)(4) due to the battery depleting below 10% relative state of charge (rsoc). Logs also revealed multiple momentary disconnections between the controller and batteries involving (B)(4) within the analyzed period. Momentary disconnection will result in an audible tone or "beep". As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms event can be attributed to a communication errors and one battery depleting below 10%. The most likely root cause of the reported intermittent power disconnects event can be attributed to momentary disconnections between the controller and batteries. Battery / (B)(4). D4: expiration date: 2018-06-30 UDI #: (B)(4). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 battery / (B)(4). D4: expiration date: 2017-31-01 UDI #: (B)(4). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.